Event description:
It was reported via a legal notification, that a 57 yo male patient, initial bilateral knee replacement in (B)(6) 2021, was notified of the recall and was reviewed by the surgeon. On or about (B)(6) the plaintiff had a consultation with the surgeon and was advised inter alia about the recall and that he would require left knee revision replacement surgery. Following the plaintiff's bilateral total knee replacement surgery in (B)(6) 2021, the plaintiff has experienced the following symptoms: a. Bilateral knee pain; e. Reduced standing, sitting, walking capacity; f. Consequential mental harm. This report is for the right knee. No further information. Left knee reported under 1038671-2024-04798.

Manufacturer narrative:
Concomitants: (B)(6) - gps implant kit v2 (B)(6). 02-012-38-5009 - lgc tibia ps rbk insrt sz 5 9mm 02-012-43-5040 - lgc tibia rbktray cem sz 5f/ 4t 200-02-38 - three peg patella 38mm 02-010-01-0350 - lgc femoral ps cem right sz 5 (B)(6). 521-78-32 - threaded pin size 3.0 collarless 521-78-23 - threaded pin size 2.3 collared.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the pain reported in (B)(4) cannot be conclusively determined or confirmed from the information provided because the devices remain implanted and relevant clinical information, patient information, and/or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.